Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulties could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the guide was bent and separated, with the actuator wire still intact and the material at the guide separation jagged. Follow-up with the account indicates that it is unknown when the guide separated but nothing remained inside the patient anatomy. Therefore, it is likely this occurred post procedure as a result of handling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after coronary angioplasty procedure. Reportedly, when the proglide device was removed from the patient anatomy, the sutures came out with the knot attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.